Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode the previous day. The patient completed a remote interrogation and a patient advocate contacted boston scientific technical services (ts) to inquire if the episode was included in the interrogation data. Ts referred the advocate and patient to the physician. No additional adverse patient effects were reported. This product remains in service.